Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that pt (B)(6) is experiencing impedance issues with the scs system. Both low and invalid impedance measurements have been observed via diagnostic testing. In addition, the pt reports feeling stimulation at times in the abdominal region rather than in the desired location (legs). The undesired therapy affects are said to occur when utilizing the pt programmer.. Efforts to resolve these issues via reprogramming have been unsuccessful to date.